Event description:
It was reported that balloon rupture occurred. The 90-100% stenosed target lesion was located in the moderately tortuous and severely calcified tibial and popliteal artery. A 4.0mmx100mmx135cm (4f) sterling and 3.0mm x 150mm x 150cm sterling sl balloon were selected for use. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with an alternative device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.